Manufacturer narrative:
Plant investigation:as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records review was performed and confirmed that the results of the in-progress and final quality control testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
"."

Manufacturer narrative:
Based on the information available, a causal relationship between the event of peritonitis and the liberty cycler or liberty cycler set cannot be ruled out as the patient reported a leak, however, the patient brought the set to the clinic where the nurse inspected it and no damage was observed on the tubing set or cassette. The device was not replaced for this event, however, evaluation continues and a follow up will be submitted following its conclusion.

Event description:
On (B)(6) 2017, it was initially reported by the peritoneal dialysis (pd) registered nurse (rn) that this patient, on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) since (B)(4) 2014, reported a potential leak from the cassette. The patient woke up still connected to the cycler and found fluid on the floor which the patient indicated coming from the cassette. Treatment had completed and the patient disconnected from the cycler. The patient brought the cassette to the pd clinic and no damage was observed on the tubing or cassette. The pd effluent culture was positive for gram positive cocci and the patient was prescribed with vancomycin 1000mg (route, dose, duration unknown) for a diagnosis of peritonitis. The patient was not hospitalized and continues to complete rrt with the cycler with no reported issues.